Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in november 2010 and performed all weekly auto self-tests successfully up to the 1st may 2011. On the 8th may 2011 the device failed the weekly auto self-test due to a low battery. The device was still in fault mode on the 6th november 2013 when information from the history log shows an increase in voltage which suggests a further pad-pak was installed and the device power cycled passing a self-test. Multiple manual power ups, mainly of ten minutes duration, where observed in the device memory between the 10th april 2015 and the final history log entry on the 29th june 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of the events stored in the memory and the 10 minute time outs during the course of the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The investigation showed that under load, the voltage fluctuating across the pogo-pins was reduced enough to cause the low battery fail. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.